Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventrio (device #3) used to treat the patient. The patient's attorney did allege surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventrio (device #3). An additional emdr was submitted to represent the bard/davol ventralex (device #1) and bard/davol composix mesh (device #2). Not returned.

Event description:
Attorney alleges that on (B)(6) 2008, the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch (device #1) and an unspecified bard/davol composix (device #2). It is alleged that on (B)(6) 2013, the patient underwent surgery for implant of an unspecified bard/davol ventrio patch (device #3). As alleged, the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch (device #1), composix (device #2) and ventrio patch (device #3). As reported, the attorney alleges product is defective and that the patient experienced emotional distress.